Event description:
It was reported that the patient was implanted with the left ventricular assist device on (B)(6) 2024. They had right ventricular failure on (B)(6) 2024. The patient experienced prolonged hospitalization and was implanted with a right ventricular assist device (rvad). The patient had delayed post-operative bleeding. They unexperienced prolonged hospitalization. The patient underwent a bleeding control operation on (B)(6) 2024 and a blood transfusion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Review of the submitted video from the heart transplant confirmed blood on the exterior of the outflow graft and in the chest. No active leak from the pump or outflow graft could be seen in the video. The pump was discarded and unavailable for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), is currently available. The ¿introduction¿ section of the IFU lists right heart failure and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. The ¿patient care and management¿ section outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that while performing a heart transplant on (B)(6) 2024 related to the patient's right heart failure, the surgeon found some blood in on the outer surface of the outflow graft. The surgeon had concerns with the outflow graft leaking. The transplant was done without notable issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the source of the bleeding was not identified. The bleeding resolved. The patient experienced a rise in central venous pressure (cvp) and had a right ventricular collapse as seen on an echocardiogram (echo). The patient had right heart failure (rhf) prior to left ventricular assist device (lvad) implant. It was not certain if the device contributed to the right heart dysfunction. It may have partially contributed. The patient was recovering.